Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to the operator not performing rinseback in a timely manner as directed in the user's guide. Facility staff attributed the reported alarm to problems with the patient's vascular access which has since been revised. The cycler alarmed appropriately. A direct correlation between nxstage system one and the reported blood loss cannot be established. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. An arterial pressure alarm occurred at the start of a routine hemodialysis treatment. The operator was unable to resolve the alarm and discontinued treatment. Rinseback was not performed due to possible clotting, resulting in an estimated blood loss of 190cc. No medical intervention was required.